Event description:
It was reported that the patient expired due to unknown reasons. Date of death is unknown. It is also unknown if patient's death was device related. No further details were provided. Information learned from implant patient registry.

Manufacturer narrative:
Device not returned.